Event description:
Customer reported that a patient previously tested on (B)(6) 2009 (immediate spin 4+), returned on (B)(6) 2009. Patient is now testing negative through weak d phase (B)(4). All reagents had a normal appearance. All reagents had been stored appropriately. Daily qc was performed and was found to be acceptable.

Manufacturer narrative:
Customer believes the original testing performed in (B)(6) 2009 is the correct rh typing.retained testing and batch record review were satsifactory.(B)(4).